Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the seen in the operating room on (B)(6) 2012, to exchange the abutment for a longer model. The implanted device remains.